Manufacturer narrative:
Internal complaint reference: (B)(4). H3,h6: the device, intended for use in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as per images of the device submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended a complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that mishandling the device can result in failure. A visual investigation of the customer submitted image revealed a firstpass mini left missing one side of suture trap and barrel damaged. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted images provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6). Internal complaint reference (B)(4).

Event description:
It was reported that, during meniscal root repair, the jaws first pass mini broke inside the patient. A delay shorter than 30 minutes was reported. A change in the surgical technique was required to complete the procedure. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.